Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving gablofen at an unknown concentration at a dose of 50 mcg/day via an implantable pump for an unknown indication of use. It was reported that a motor stall was seen at initial interrogation and the patient recently had an MRI. It was unknown if the MRI was done due to a suspected device or therapy issue. The MRI was at 9:30 a.m. And the motor stall was confirmed at 9:45 a.m. The recovery had not occurred by 12:10 p.m. The patient did not have any symptoms and there was no audible pump alarm. It was reported on (B)(6) 2016 that the patient was re-interrogated and the motor stall cleared and was "all set". The patient had no adverse reactions. The stall did not recover less than 2 hours since the patient exited the MRI field.

Manufacturer narrative:
The initial reporter was identified; unk healthcare professional no longer applies.

Event description:
Additional information was received from the representative. There was a delayed motor stall after MRI for 2 hours, but it did resume. No other issues occurred and the patient had no symptoms or side effects.